Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted about 2-3 weeks ago. The ins wasn't helping with the patient's pain and she needed an MRI. The patient outcome was not known. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received device reported that the device that was removed in (B)(6) of this year was not a medtronic stimulator, it was an ans device.